Event description:
It was reported that intermittently, insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, multiple supply changes were performed to address the issues and insulin delivery was resumed. The customer's blood glucose (bg) level was within the range of 200-300 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.